Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that the patient sample is visibly turbid. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2025, the initial result was 277 umol/l. The doctor questioned the result and the customer repeated the sample. On (B)(6) 2025, the sample was repeated and the result was 142 umol/l. The customer repeated the sample again and the result was consistent with the repeat result. The exact date of the second repeat was not provided.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with sample quality, as the patient sample was highly lipemic. The investigation did not identify a product problem.